Event description:
On (B)(6) 2014, the reporter contacted animas alleging a prime issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: on investigation, one loss of prime warning was observed in the black box data recorded on (B)(6) 2016 with low non-zero force. The pump was exercised for 24 hours without a loss of prime duplicated. The force sensor calibration was evaluated and found to be within the required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked at case seal to the left side of the bumper pad.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.